Manufacturer narrative:
Consumer's failure to properly clean/maintain the humidifier is a violation of the instructions and warnings provided and led to the incident.

Event description:
Consumer is alleging that her humidifier caught on fire. There was not a report of injury with this incident.

Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer is alleging that her humidifier caught on fire. There was not a report of injury with this incident.